Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unknown.

Event description:
Report rec'd indicated the patient experienced a breakdown of skin in a ring directly around the stoma. No leakage issues. A patch test was performed by the patient's dermatologist. Patient outcome was not noted.